Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from slovakia alleged generating result discrepancies while using a cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. Information such as the number of alleged discrepant results or which target generated the discrepant results were not provided, although requested. It was indicated that the customer is using a corotest ivtm labmediaservis (B)(4). Volume 1.5 ml collection media, which is off-label. No further notices of any problems were reported at the customer site. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA guidance, 1 MDR will be filed.

Manufacturer narrative:
A review of the data provided for cobas liat analyzer s/n (B)(4) was performed, no false positive results were identified. There are no indications that the instrument's performance is compromised. No product problem was identified. Due to the lack of information provided through the case, a possible root cause could not be established. (B)(4).